Event description:
Report received of a self delivery. The pump was returned to the biomedical department with an unsigned note that stated, "the pump self infused." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There was no adverse event noted while in clinical use. Though requested, no additional info was provided.